Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 6 cm diameter abdominal aortic aneurysm. The proximal neck was large and dilated, ranging from 32-34mm in diameter over 18mm in length. It was reported that during the final angiogram, a brisk type ia proximal endoleak was discovered. 10 aptus anchors were used in a circumferential pattern, which significantly reduced the endoleak but did not eliminate it. The decision was made to complete the procedure and wait for the heparin to reverse to see if the endoleak would self-resolve. A follow-up CT was performed one day post-op that revealed no evidence of a type ia proximal endoleak. The physician stated that the cause of the event was due to the large diameter of the vessel. No additional clinical sequelae were reported and the patient is fine.